Event description:
A pt (age and gender unknown) underwent a therapeutic placement of a tracheal stent, for treatment of a tracheal/esophageal fistula. The tracheal wall was very thin post radiation therapy for treatment of carcinoma of the lung. The complainant has reported that approximately two weeks after the successful stent placement the stent had eroded through the tracheal wall into the esophagus. A metal esophageal stent was placed to maintain position of the tracheal stent. The pt is not able to drink fluids and is doing fine. Pt is at home and being followed by the physician. The complainant has indicated that the device is not available for return evaluation; it remains in the pt. Failure analysis is not possible at this time.